Manufacturer narrative:
Section b3 -date of event is estimated.

Event description:
It was reported the patient experienced inadequate and uncomfortable stimulation with their scs system and never experienced effective therapy since implant. In turn, reprogramming was unable to resolve the issue. As such surgical intervention took place on (B)(6) 2024, where the right lead was replaced, and the left lead was moved from t8-t9 to t9-t10 for efficacy. Both leads are now placed at t9-t10. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.